Manufacturer narrative:
The product has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/1/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2016 with the following findings: the black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Meter was not returned. Pump was paired with a test meter for testing purposes. A 10u bolus was successfully delivered from a test meter to the pump with no issues. Manually performed a 10u normal bolus & a 10u audio bolus successfully on the pump with no issues. No hypersensitive keys were observed on keypad. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging a blood glucose of 524 mg/dl with small ketones associated with an allegation that the pump was not delivering bolus amounts recommended. Troubleshooting of the event found that the reporter was new to the insulin pump and was not dialing in the recommended dose on the pump bolus screen and pressing go. This report is made based on the allegation that the patient experienced hyperglycemia associated with use error of the advanced bolus features.